Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal vip would not pull up to expose the tamper tube (suture lock had occurred). Procedure to continue deployment via manual release of the suture was completed and the angioseal was deployed without any adverse effects. It was reported that the patient condition is stable. It was reported that the procedure outcome was successful. It was reported that there was no blood loss.